Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly analyzed. The analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experience inappropriate shocks due to noise and oversensing. Which was caused by a left ventricular assist device (lvad) and the tachycardia therapy was programmed off. Subsequently, a revision procedure was performed and the s-ICD system was explanted and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experience inappropriate shocks due to noise and oversensing. Which was caused by a left ventricular assist device (lvad) and the tachycardia therapy was programmed off. Subsequently, a revision procedure was performed and the s-ICD system was explanted and no additional adverse patient effects were reported.